Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at 4 pounds due to faulty force sensor system. The pump was received with cracked case on lcd display window corners and scratched lcd window during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 258 mg/dl. The customer gave herself a shot with 10 units. The customer stated that the alarm occurred during the rewind and prime sequence. The customer was advised to program a normal or easy bolus into the air to determine if delivery is successful. The customer was unable to perform test due to compromised force sensor system alarm. The customer will be sent a replacement pump.